Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information, and to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on june 21, 2019. A 6fr sheath was used. A pre-deployment angiogram was performed. The product was prepped and delivered as usual, after deploying the angio-seal, the suture was cut as usual at which point physician noted hemostasis was not achieved. The md felt like there was no collagen; however, was not certain. All components associated with deployment of the angio-seal were left behind. As normal, the suture was cut post deployment.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the md decided to close arteriotomy with a 6fr angio-seal device after completion of a diagnostic left heart catheterization. The device was prepped and assembled per the IFU. The md removed the sheath over the wire that came packaged with the device. The angio-seal device was inserted and deployed as usual; however, hemostasis was not achieved. The md felt there was "no collagen/plug" deployed after device deployment. Manual pressure was utilized after failure to achieve hemostasis with the angio-seal deployment. There was no blood loss, the patient was in stable condition. The procedure was completed without incident.